Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. During the visual inspection no obvious defects were noted in the returned sample of extension cord. Per functional test it was found that the sample presented continuity. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not autoclave or sterilize the monitor cable by ethylene oxide. Wipe the monitor cable with a soft cloth using a solution of mild detergent and warm water or disinfectant. Dry thoroughly." (B)(4).

Event description:
It was reported that the device did not display the correct body temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device did not display the correct body temperature.